Event description:
It was reported that during a replacement procedure due to normal battery depletion (nbd) the physician was unable to remove the right atrial (ra) lead and right ventricular (rv) lead from the device header. Subsequently, the device header was cut off, and the leads were successfully removed. The pacemaker was explanted and replaced. The ra lead was surgically abandoned due to chronic atrial fibrillation, and the rv lead remains in service. No additional adverse patient effects were reported.